Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: 4,5 year infection rate in open spondylodesis with decompression versus the less invasive lis technique in lumbar spine. Authors: pfandlsteiner t., wimmer c. Source: european spine journal. 2010 nov; conference: 5th german spine conference- annual meeting of the german spine society. Bremen germany. Conference publication: (var.pagings). 19 (11) :1978. Deep infection (ae only ¿ expedium system) - unknown patients with open mono stabilizations, bi stabilizations, poly-segmental stabilizations and open stabilization (2006-2010); deep infection was evaluated. In all deep infections wide debridement, jet lavage, drainage was done, parenteral antibiotics 7 to 10 days by antibiogramm and afterwards oral antibiotics were given. In deep infections in 3 cases s. Aureus, in 4 cases mrse, in 2 case e. Coli and in 1 case mrsa was found. Patient with deep infection needing revision (ae only ¿ expedium system) - in 1 unknown patient with staphylococcus aureus infection, a 2nd revision with debridement, jetlavage, surgical site drainage and antibiotics for 4 months was done. Superficial infection (ae only ¿ expedium system) - unknown patients with open mono stabilizations, bi stabilizations, poly-segmental stabilizations and open stabilization (2006-2010); superficial infection was evaluated. In superficial infections after revision parenteral antibiotics over 3 days, then oral antibiotics depending on the antibiogramm were given. In superficial infections in 3 cases s.aureus, in 1 case e. Coli and in 2 cases mrse was found. Device malfunction (malfunction only ¿ expedium screws) ¿ screw loosening - in unknown patients with open stabilizations; screw loosening was observed.